Event description:
The following literature was reviewed: masaki imaeda, et al. Ischemic sciatic neuropathy and pelvic bone infarction following embolization of bilateral internal iliac artery aneurysms: a case report. Radiology case reports volume 20, issue 9, september 2025, pages 4413-4416. An 82-year-old man underwent a 2-stage endovascular treatment: right iia embolization, followed by left iia embolization and endovascular aortic repair (evar) 7 days later for abdominal aortic, right common iliac artery, and bilateral internal iliac artery (iia) aneurysms. On (B)(6) 2020, the first procedure was performed. During this procedure, the right superior gluteal artery was embolized using an amplatzer vascular plug (avp) IV. The right inferior gluteal, obturator, lateral sacral, and iliolumbar arteries were embolized with coils. Subsequently, the right iia was embolized using an avp ii. On (B)(6) 2020, the second procedure was conducted. The left superior gluteal artery was embolized using an avp ii, while the left inferior gluteal artery was embolized with coils. Small branches originating from the proximal portion of the left inferior gluteal artery were embolized by placing coils in the proximal part of the inferior gluteal artery. The left superior lateral sacral artery originated from the proximal portion of the iliolumbar artery was embolized by n-butyl cyanoacrylate (nbca) injection into the origin of the superior lateral sacral artery. Embolization of the proximal part of the superior lateral sacral artery was attempted, but the artery was embolized from the periphery to the center. Additionally, a small amount of nbca flowed into the iliolumbar artery. To prevent type 2 endoleaks after evar, the inferior mesenteric and right third lumbar arteries were embolized using coils. Subsequently, evar was performed using an gore® excluder® aaa endoprosthesis. On (B)(6) 2020, the patient complained of left buttock pain while walking and weakness in the left lower extremity muscle. On (B)(6) 2020, contrast-enhanced CT imaging was unremarkable with no evidence of endoleaks, and the patient was discharged on (B)(6) 2020. During his 1-month post-evar outpatient visit, the patient reported numbness and pain extending from the left thigh to the left ankle joint, along with difficulty walking. The patient was diagnosed with ischemic sciatic neuropathy secondary to iia embolization. On (B)(6) 2021, at the 2-month post-evar follow-up, the patient¿s symptoms had not improved. Short-tau inversion recovery magnetic resonance (mr) imaging revealed low-signal intensity areas surrounded by serpiginous, irregular high-signal intensity lines in the sacrum and left iliac bone. The low-signal intensity areas showed high signal intensity of fat on t1-weighted mr images. Based on these imaging findings, the patient was diagnosed with bone infarction. Currently, 4 years after evar, the patients' symptoms of sciatic neuropathy have not improved despite receiving conservative treatment. In the discussion section of the literature, the authors stated that they believe that the primary cause of ischemic sciatic neuropathy and bone infarction in this case was the nbca injection into the superior lateral sacral artery.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Literature title: ischemic sciatic neuropathy and pelvic bone infarction following embolization of bilateral internal iliac artery aneurysms: a case report. Source: radiology case reports volume 20, issue 9, september 2025, pages 4413-4416. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.